Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) with atrial tachy therapies had a magnet placed to inhibit therapy during a surgical procedure. The device began inappropriately shocking the patient. When the device was interrogated a fault code 01 was exhibited, charge time out, along with elective replacement indicator (eri) and end of life (eol) stamps.